Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedances. The patient was initially for lead replacement, however, there was too much scarring to get the lead in place. The patient underwent an explant procedure and was doing well postoperatively. Patient had been referred for reimplantation.